Event description:
Additional information was received from a consumer. Device failures included motor stall and delivery failure. Injuries included overdose, withdrawal, surgery, and hospitalization. Dates of injury included hospitalization on (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
On 07/28/2015 information was received from a physician via a company representative and the patient was receiving intrathecal compounded baclofen 2000 mcg/ml (dose 3838 mcg/day) via an implanted pump. The indications for use included intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient experienced a seizure, had stopped breathing, and his brother resuscitated him. The patient was taken to the emergency room (ER) and they did a CT scan and "everything looked fine" so the patient was discharged. They were told the patient had a history of having seizures. The pump was not checked at that visit. The situation was being addressed by the healthcare provider (hcp). It was further reported a motor stall was seen at initial interrogation and the patient did not have an MRI. A motor stall recovery occurred. The logs showed a motor stall on (B)(6) 2015 at 3:30 pm (an hour after the patient had gone to the ER so the seizure occurred before the motor stall) and a motor stall recovery at 9:30 pm. This motor stall was discovered when the patient's mother heard the pump beeping in the car after they left the hospital. Then at 03:29 am there was another motor stall that had not recovered by 10:30 am or so when it was checked. Both times the pump stalled almost exactly 30 minutes after a bolus was given from the patient's flex dosing. The plan was to replace the pump and possibly the catheter on (B)(6) 2015. The patient was not symptomatic when the checked the pump (about 7 hours after the second motor stall). The patient was admitted to the ER on (B)(6) 2015 for hallucinations and chest pain. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2015 an_rp (rep) document contained no new information. (B)(6) 2015 lfc (hcp) (B)(6) 2015- additional information was received from a healthcare provider (hcp). The pump was explanted on (B)(6) 2015, which was also the end date of the baclofen therapy. Other medications the patient was taking at the time of the event included keppra and the patient had a medical history of cerebral palsy and seizure disorder. The hcp called the company representative and the pump was interrogated in the field. Pump failure was identified and the patient was admitted to the hospital. The patient had an emergency pump replacement. The cause of the motor stall was unknown and the cause of the patient's seizures was withdrawal. The patient's hallucinations and chest pain resolved once the new pump was placed. (B)(6) 2015 legal: additional information received from the consumer reported that the consumer was claiming personal injury arising out of defective manufacturing, sale, and use of the device system. If additional information is received this report will be updated.